Event description:
It was reported that the balloon could not inflate. The 96% stenosed target lesion was located in the severely tortuous and severely calcified heart. A 10mmx2.75mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, the balloon could not be inflated. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure. However, device analysis revealed a 2mm longitudinal tear.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the device identified no issues with the hypotube shaft. A visual inspection identified a kink in the midshaft 5mm proximal to the port exchange. A detailed microscopic examination of the balloon material identified a 2mm longitudinal tear just proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An inflation attempt was not performed on the device due to the presence of the identified balloon tear.